Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, a smart coil would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink and fracture observed near the pusher assembly mid-joint. Further evaluation revealed additional pusher assembly kinks and the embolization coil was detached from the pusher assembly within the introducer sheath. The detached embolization coil was likely a result of the pusher assembly fracture. The additional pusher assembly kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.